Event description:
A peritoneal dialysis (pd) patient reported seeing sparks coming from the back of a cycler during second fill of a treatment. The patient also received, "please wait for solution to warm up message," and alarms during the drain. A new cycler was issued due to spark. The patient is trained on manual treatments and will carry out treatments in absence of a cycler. Patient was advised to discontinue use of this cycler and to contact pdrn to inform of replacement once it is received. In a follow up with the pdrn, it was verified that the patient did receive a new cycler and is using it with no issues. There was no patient injury, adverse events, or medical intervention required as a result of the reported event. The cycler is available to be returned for investigation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation a visual inspection of the returned cycler exterior showed no sign of physical damage. Hipot test passed. Voltage check passed. System air leak test passed. Patient hipot test passed. Temperature test passed. Heater test passed. Heater calibration check passed. An as received simulated treatment with reduced dwell times was performed and completed without any failures or problems. Safety analyzer test passed. Here were no visual discrepancies encountered during the internal inspection. A review of the device history record (DHR) did not reveal any issues or problems related to the reported symptom code. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient reported seeing sparks coming from the back of a cycler during second fill of a treatment. The patient also received, "please wait for solution to warm up message," and alarms during the drain. A new cycler was issued due to spark. The patient is trained on manual treatments and will carry out treatments in absence of a cycler. Patient was advised to discontinue use of this cycler and to contact pdrn to inform of replacement once it is received. In a follow up with the pdrn, it was verified that the patient did receive a new cycler and is using it with no issues. There was no patient injury, adverse events, or medical intervention required as a result of the reported event. The cycler is available to be returned for investigation by the manufacturer.